Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015, on behalf of the foreign patient to report that on (B)(6) 2015, the transfer is continuing to cancel session prematurely despite no misuse being identified. No additional event or patient information is available.